Manufacturer narrative:
The technician replaced the bed exit tape switches to resolve the issue.

Event description:
The account alleged that the bed exit would not alarm when a patient exited the bed. No patient impact.